Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit failed the functional test - operating intermittently. It was further determined that the angle stick and plug sa 400 were corroded, there was unknown debris in the gear housing, substance on the ball bearing, the electronic control unit was operating intermittently and the back end of the motor was corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery reamer device had intermittent operation and grinding noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.